Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to test. Customer was "half asleep" and a blood glucose reading of 49 mg/dl was obtained on an unspecified meter and he was treated with a glucose pill by the caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and an investigation was performed. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) indicating a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor and was therefore unable to test. Customer was "half asleep" and a blood glucose reading of 49 mg/dl was obtained on an unspecified meter and he was treated with a glucose pill by the caregiver. There was no report of death or permanent injury associated with this event.